Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a low alert on the ilet system while using a dexcom g7 and later attributed the alert to a compression artifact during side sleeping; the lowest displayed value was 39 mg/dl, the excursion was not prolonged, and the user corrected with oral glucose (gatorade). Symptoms included none. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included user interview, education on differences between cgm and fingerstick values, guidance to verify with a fingerstick, and instruction on ilet calibration when cgm and fingerstick differ by more than 20 mg/dl. Investigation of this case revealed a likely cgm compression low with discordant sensor reading compared to a fingerstick of 112 mg/dl, with the ilet functioning as designed and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user position¿related cgm compression leading to a false low and not a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.